Event description:
The below report was received by health authority ansm (reference number: (B)(4) on (B)(6) 2022. This spontaneous case was originally reported by a consumer and describes the occurrence of heavy menstrual bleeding ("haemorrhagic periods") and device dislocation ("one of the inserts had started to migrate toward the uterus") in a 44 year-old female patient who had essure inserted (lot no. C26933). Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2017, 858 days after essure insertion, she experienced heavy menstrual bleeding (seriousness criteria medically important and intervention required), fatigue ("fatigue"), cognitive disorder ("cognitive disorders"), amnesia ("memory loss"), mood swings ("mood swings"), insomnia ("insomnia"), balance disorder ("impaired balance"), alopecia ("hair loss"), headache ("headaches (feeling of head in a vice)"), tendonitis ("tendinitis"), dysmenorrhoea ("painful periods"), burning sensation ("feeling of heat waves (redness that burns the face: forehead, cheekbones and chin)"), anxiety ("anxiety for long years") and ear pruritus ("itching in the ear canals"). Essure was removed on (B)(6) 2022. An unknown time later she experienced device dislocation (seriousness criteria disability, medically important and intervention required) and adenomyosis ("adenomyosis caused by the presence of the contraceptive inserts") and was found to have heavy metal increased ("heavy metals in my body"). The patient was treated with luteran (chlormadinone acetate) as well as surgery (salpingectomy and hysterectomy). On (B)(6) 2022, the device dislocation had resolved. At the time of the report, the heavy menstrual bleeding, dysmenorrhoea and adenomyosis had resolved. The outcomes for fatigue, cognitive disorder, amnesia, mood swings, insomnia, balance disorder, alopecia, headache, tendonitis, burning sensation, anxiety and ear pruritus were unknown. The reporter considered adenomyosis and heavy metal increased to be related to essure administration. No causality assessment was received for essure with regard to device dislocation, fatigue, cognitive disorder, amnesia, mood swings, insomnia, balance disorder, alopecia, headache, tendonitis, dysmenorrhoea, heavy menstrual bleeding, burning sensation, anxiety or ear pruritus. The reporter commented: following numerous symptoms found for several years that for some are crippling, the removal of essure was done. The patient stop luteran after approximately 1.5 years because there were eventually risks of meningioma in her head. This same obstetrician/gynaecologist offered to insert an intrauterine device in her (it was not confirmed if the intrauterine device was inserted). Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 72 kg. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 10-nov-2022. The most recent information was received on 16-nov-2022. This spontaneous case was originally reported by a consumer and describes the occurrence of heavy menstrual bleeding ("haemorrhagic periods") and device dislocation ("one of the inserts had started to migrate toward the uterus") in a 44 year-old female patient who had essure inserted (lot no. C26933). Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2017, 858 days after essure insertion, she experienced heavy menstrual bleeding (seriousness criteria medically important and intervention required), fatigue ("fatigue"), cognitive disorder ("cognitive disorders"), amnesia ("memory loss"), mood swings ("mood swings"), insomnia ("insomnia"), balance disorder ("impaired balance"), alopecia ("hair loss"), headache ("headaches (feeling of head in a vice)"), tendonitis ("tendinitis"), dysmenorrhoea ("painful periods"), burning sensation ("feeling of heat waves (redness that burns the face: forehead, cheekbones and chin)"), anxiety ("anxiety for long years") and ear pruritus ("itching in the ear canals"). Essure was removed on (B)(6) 2022. An unknown time later she experienced device dislocation (seriousness criteria disability, medically important and intervention required) and adenomyosis ("adenomyosis caused by the presence of the contraceptive inserts") and was found to have heavy metal increased ("heavy metals in my body"). The patient was treated with luteran (chlormadinone acetate) as well as surgery (salpingectomy and hysterectomy). On (B)(6) 2022, the device dislocation had resolved. At the time of the report, the heavy menstrual bleeding, dysmenorrhoea and adenomyosis had resolved. The outcomes for fatigue, cognitive disorder, amnesia, mood swings, insomnia, balance disorder, alopecia, headache, tendonitis, burning sensation, anxiety and ear pruritus were unknown. The reporter considered adenomyosis and heavy metal increased to be related to essure administration. No causality assessment was received for essure with regard to device dislocation, fatigue, cognitive disorder, amnesia, mood swings, insomnia, balance disorder, alopecia, headache, tendonitis, dysmenorrhoea, heavy menstrual bleeding, burning sensation, anxiety or ear pruritus. The reporter commented: following numerous symptoms found for several years that for some are crippling, the removal of essure was done. The patient stop luteran after approximately 1.5 years because there were eventually risks of meningioma in her head. This same obstetrician/gynaecologist offered to insert an intrauterine device in her (it was not confirmed if the intrauterine device was inserted). Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 72 kg. [Hair metal test] on (B)(6) 2017: presence of high levels of heavy metals (to be monitored). [X-ray] (date unknown): one of the inserts had started to migrate toward the uterus batch no: c26933, production date: 2014-02-17, and expiration date: 2017-02-28. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 16-nov-2022: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.